Manufacturer narrative:
The device was recently returned to the manufacturer however, at this time, it has not been evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided. (B)(4)

Event description:
The iab was noted to have blood in the tubing; it was removed at bedside. There were no immediate complications observed and the patient's hemodynamics was stable, post removal. No additional balloon was inserted.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.025m in length. The optical fiber was also found to be broken at this location. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4).

Event description:
The iab was noted to have blood in the tubing; it was removed at bedside. There were no immediate complications observed and the patient's hemodynamics was stable, post removal. No additional balloon was inserted.